Event description:
It was reported that this right ventricular (rv) lead showed an steady increase at the pacing impedance to high, out of range values. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).